Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was in the operating room, the pump was at a speed of 3800 revolutions per minute when the lvad showed a flow of 0 lpm and needed to be restarted via the system monitor. The system monitor displayed a driveline power fault with no option to clear it under the alarms tab. Under the admin tab on the system monitor, fuse a status showed as failed and a modular cable and system controller exchange was performed in the operating room without issue. A review of the log files found pulsatility index (pi) events on (B)(6) 2022 from 8:09:33 to 9:32:18. On (B)(6) 2022, the patient passed away due to end stage heart failure. Related MFR report #: 2916596-2022-13420, 2916596-2022-13043.

Event description:
Additional information was received that the right ventricle became dilated after the lvad stopped, and after the lvad resumed function the right ventricle continued to struggle and an rvad was placed.

Manufacturer narrative:
Incidental findings: the black o-ring was slightly damaged and there was a small amount of blood residue on the half-moon metal guide inside the inline connector. Manufacturer's investigation conclusion: visual inspection of the modular cable returned along with the system controller revealed some blood residue on the cable outer insulation/jacket. The evaluation of the modular cable connectors revealed a small amount of blood residue on the half-moon metal guide inside the inline connector; however, all the pins were clean and unremarkable and the small blood residue on the guide would not have any effect to the power lines or communication lines. The evaluation of the controller connector was unremarkable. The internal wires of the modular cable were measured (pin to pin) and the measurements confirmed that all wires were intact. The measurements of the insulation (insulation resistance test) did not reveal any electrical connections/shorts between the wires. The modular cable was connected to the returned system controller, a test pump, test power module and system monitor. The system operated with no active alarms while the modular cable was manipulated. In conclusion, the reported events were confirmed based on the data captured in the log file retrieved form the returned system controller; however, the specific root cause for these events was not able to be determined and could not be corelated to the returned products. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use under section 4 ¿system monitor¿ informs the user that ¿under the following conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button: ¿ the fixed speed setting is below 4,000 rpm. And the system controller¿s backup battery is not installed. If the pump stops because the driveline is disconnected from the system controller, the pump restarts at the previously set speed when the driveline is reconnected, if: the fixed speed setting is at least 4,000 rpm. Or the system controller¿s backup battery is installed and any button is pushed on the system controller. Heartmate 3 instructions for use under section 2 ¿system operations¿ cautions the user that ¿damage to the redundant electrical wires inside the driveline can occur that is not visible to the user. Signs of driveline damage include (but are not limited to): the system controller alarming when the driveline is moved or when the patient changes position. Driveline power fault or driveline communication fault yellow wrench and audio alarm. Fluid oozing from the external portion of the pump cable. Pump stoppage. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The production order was reviewed and revealed the modular cable was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.